Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that there are foreign matters attached to the surface of the catheter. 2. DHR/bhr review lot#: 4198683. 1. The products of this batch were assembled at intima ii auto line 2 in august 2024, and packaged at r240 package line cfs package line in august 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch. No foreign matter is found on the surface of the catheters. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the photo returned shows that there are foreign matters attached to the surface of the catheter. Since no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received to confirm the composition of the foreign matters, the source of the foreign matters cannot be determined. The plant will continue to track and trend the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm foreign matter. Before placing an indwelling needle in a patient, opened the package of the indwelling needle and found that there was an unknown object sticking to the front end of the indwelling needle, worried about the risk of placing it, and replaced it with a new one for placing it.